Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be opened without considerable effort. The field service engineer (fse) inspected mini drawer and found broken plastic parts in the spring activated stopper of the mini engine. Further inspection revealed that the broken pieces were wedged between the engine and the control board. Fse removed the control board screws, dislodged the broken pieces, replaced the mini engine, and restarted the station. A hardware application test was performed, and the customer verified that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was unable to open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.